Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (1,750 mcg/ml at 302.5 mcg/day) via an implantable pump for unknown indications for use. It was reported that the pump was near breaking through the patient's skin. The cause of the event was unknown. Action/intervention: the pump was removed and replaced on the opposite side of patient's abdomen on (B)(6) 2024. They also replaced 40cc with 20cc pump. Outcome: the issue was resolved. The patient medical history and weight were not available due to legal/confidential. The patient status was alive and no injury.